Event description:
In 2008 the pt reported that a "couple" of hours after she woke up her blood glucose elevated to 212 mg/dl. She then found that her infusion tubing had "loosened" from the luer lock. She stated that she has experienced this issue before and she was aware of the recall. She changed the infusion tubing and bolused 10 units of insulin to lower her blood glucose. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation. The pt did not have any lot specific info available at the time of the call therefore the lot number, catalog number and expiration date were not available.